Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 5. The baxter technical service representative (tsr) had the home patient (hp) cycle power to se 2367. Then the tsr had the hp cycle power to press go to start and had the hp disconnect and remove the cassette. The tsr explained the alarm and assisted the hp to clear the alarm. They advised the hp to contact the nurse. The patient was connected at the time of the alarm and the patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. All bags were properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. There was no damage noted on the overpouch or carton, and a sharp object was not used to open the carton or overpouch. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and they would complete therapy with manual supplies. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.